Event description:
It was reported that loose fragments of an implant were removed from the pt approx 9 mos post an anterior cruciate ligament repair. It is unk which of the three implants used in the pt broke off. No further pt info is available. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Since it is unk which implant broke off, review of the history record of the three implants in the pt revealed nothing relevant to this event. This is the first complaint of this type for any of the part/lot numbers combination. The cause of this event could not be determined from the info available and without device evaluation.